Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The first clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed. During the removal of the lock line, the clip detached from the posterior leaflet and remained attached to the septal leaflet (slda). Tr remained at 4. An additional clip was implanted stabilizing the slda clip. Two clips were implanted, reducing the tr to 2. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The account indicated that this mitraclip procedure included treating functional tricuspid regurgitation (tr) of grade 4+. Per the mitraclip system instructions for use (IFU): the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The device was used for treatment of the tricuspid valve, which is considered an off-label use of the device; however, there is no indication that the off-label use of the mitraclip device influenced the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.